Manufacturer narrative:
Qc prior to the event was within lab-established ranges (on the upper end of the range). During the patient run, the instrument started to suppress results. At this time, the samples were rerun on the other instrument. Qc was not rerun when the issue was noticed. Attempts to recalibrate this instrument failed, and the customer contacted bci. A field service engineer (fse) noted that the ratio pump motor was buzzing and not moving. The fse replaced the pump assembly and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false potassium (k), chloride (cl), and calcium (calc) results generated by the synchron lxi 725 clinical system for two patients. When the false results were noticed, the samples were repeated on the other instrument in the lab and those results were reported. The original results were not reported out of the lab. Patient treatment was not affected.